Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: detailed inquiry description: the pump has been swapped out 3 times due to ongoing problems with air. The line has been switched four times now. I advanced 5ml x2 into a syringe on the 3rd line and within 5 min it alarmed again. The fourth line I ensured the anti-siphon valve was in place for priming and infusion. No injury reported.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One photograph and two used samples with packaging were provided by the facility for evaluation. Both samples were visually evaluated, and no defects were observed, the photograph was only of the outside packaging. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the samples were attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned samples. Samples were also leak-tested with passing results. Due to this complaint and other confirmed complaints of this nature, an approved project is in place to further address issues of air in line. Review of the discrepancy management system (dsms) database was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.